Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: a review of the pump¿s black box revealed a ¿no cartridge detected warning and multiple loss of prime warnings with zero force. The load step malfunction was duplicated during investigation. During the load step, the piston pushed up until the cartridge was empty. The force calibration failed at 0. There was moisture observed throughout the display lens. A leak test failed due to a bolus button leak. The bolus button cover was noted to have been torn. The pump was opened and there was moisture observed throughout the pump casing including the force sensor plate and the pins. The bolus button cover was removed and there was no moisture found on the button contact.